Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (service code 1001) has been confirmed. Per 91c0011 rev d, this service code indicates there is a problem relating to the 'gas gauge' contained within the battery pack. This 'gas gauge' is required to determine the charge level of the battery pack and ensure it is operating safely. This is an expected occurrence. As received, the battery would not firmly latch into the monitor due to bent pins in the battery connector. The root cause for the bent pins was unable to be positively identified. CAPA-00137 is underway. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was displaying a service code 1001.